Manufacturer narrative:
The information for the additional 510k is as follows: g4. PMA/510(k)#: k014123. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, one (1) rifampicin false resistant patient result was obtained. Confirmatory testing using microplate susceptibility testing and resistance gene detection all indicated patient susceptibility to rifampicin. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: mgit 960 sire supplement kit batch 5020124 is composed of mgit 960 sire supplement batch 4289932, mgit 960 streptomycin batch 4297723, mgit 960 isoniazid batch 4297728, mgit 960 rifampin batch 4297733, and mgit 960 ethambutol batch 4284998. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). The batch history record reviews for mgit 960 sire supplement kit batch 5020124, mgit 960 sire supplement batch 4289932, mgit 960 streptomycin batch 4297723, mgit 960 isoniazid batch 4297728, mgit 960 rifampin batch 4297733, and mgit 960 ethambutol batch 4284998 were satisfactory and no quality notifications were initiated during manufacturing and inspection. The complaint history was reviewed and there are no trends identified for no/false reaction on batch 5020124. Five photos were received to assist with the investigation of this complaint: one photo showing 5 tubes, one photo showing a result graph from epicenter with a rifampin growth plateau, one photo showing epicenter pdf results in native language, one photo showing lis results in native language, one photo showing genexpert results in native language. No returns were received to assist with the investigation of this complaint. Retention samples maintained for this product include the individual components but not the kitted configuration. Retentions were available for inspection of rifampin batch 4297733 and sire supplement batch 4289932. The retentions were tested per the standard performance procedure which is also described in the IFU (instructions for use, available on bd.com/e-labeling) or reserved for further investigational testing into this issue. Retention sample testing conducted for investigation did not replicate the false reaction defect. All performance testing was satisfactory per qc procedures. To address the customer¿s concern the rifampin batch 4297733 performed as expected and in accordance with the certificate of analysis. This complaint cannot be confirmed. Performance complaints cannot be confirmed based on photos of test results received. Bd will continue to trend complaints for performance issues.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, one (1) rifampicin false resistant patient result was obtained. Confirmatory testing using microplate susceptibility testing and resistance gene detection all indicated patient susceptibility to rifampicin. There were no health impact or consequences reported.